Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited low out of range pace impedance of less than 200 ohms on the right ventricular (rv) lead. Boston scientific technical services (ts) advised a chest x-ray to assess the integrity of the rv lead. Subsequently a revision procedure was performed and the rv lead was explanted and replaced. This crt-d remains in service. No additional adverse patient effects were reported.